Event description:
A female patient who underwent breast augmentation with mentor smooth round moderate profile, 325cc saline prosthesis, reported experiencing a range of systemic postoperative symptoms, including localized pain and itching, particularly around the left breast. She described sensations of heavy heat in the breast area, along with internal itching that occasionally radiated to her neck. Additional complaints included chronic shoulder and neck pain, disrupted sleep due to persistent aches, cognitive impairments such as brain fog, and recurrent intense migraines characterized by aching, itching, burning, and pulsating sensations. As of the date of this report, mentor has not received any information regarding the patient's decision on explantation or a scheduled date for the procedure, and this report specifically pertains to the right breast implant.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).